Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated they were found unconscious and emergency medical services was called. The cgm was displaying 50 mg/dl while the bg meter was 20 mg/dl. There was no treatment information provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated they were found unconscious by their wife. The cgm was displaying 50 mg/dl and emergency medical services was called. When the paramedics arrived, they checked the patients bg and it was 20 mg/dl. The patient regained consciousness after being treated with unspecified IV fluids. After treatment, the paramedics checked the patient's bg and it was 115 mg/dl and the cgm was still displaying 50 mg/dl. After the event, the patient changed their sensor and stated that the cgm worked fine afterward. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.